Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer's blood glucose was between 500 mg/dl and 600 mg/dl. The customer believed they had the flu prior to their hospitalization. Customer stated they experienced severe pain, leading to their hospitalization. It was also found the customer was in an accident and was the driver at the time of the accident. Customer was wearing the insulin pump at the time of their hospitalization. No additional information provided.